Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer experienced an elevated blood glucose (bg) level with trace ketones. Customer's continuous glucose monitor read high; however, a bg value was not provided. Customer administered manual insulin injections to address elevated blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.